Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A non bsc guide catheter extension was placed as back up. Then a 16 x 4.00mm promus premier¿ stent was advanced however the device came in contact with the collar of the guide catheter extension. As a result, the device could not be inserted smoothly into the guide catheter extension. The device was removed from the patient and it was found out that the distal edge of the stent struts were deformed. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).